Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; the hold button is missing. However, there is a bent battery spring inside the battery compartment. The unit powers on but when the mode button is pressed, it does not change selections. There is battery leakage inside the battery compartment. (B)(4).

Event description:
The customer reported the hold button is missing from the alarm. The customer did not provide a date when this was found. No patient incident or injury was reported.